Manufacturer narrative:
Device not returned. This device is not available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the health care provider indicated the primary cause for explant was due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The patient had re-do mvr and multivalve disease, hypertension, all patient contributing factors. However, without return of the device for evaluation, we are unable to confirm the clinical comments as provided. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. If new information becomes available, a supplemental report will be filed. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 33mm pericardial mitral valve, implanted eleven (11) years, two (2) months and four (4) days, was explanted and replaced with a 33mm model 7300tfx pericardial valve. Through follow up with the health care provide, the explant was due to prosthetic mitral stenosis secondary to calcification. The operative note indicated that the mitral prosthetic valve was heavily calcified and leaflets brittle. Maze procedure and tricuspid valvuloplasty was also performed during the operation. The patient was transferred to the intensive care unit in satisfactory condition. The pathology report confirmed the presence of calcified material.